Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had air bubbles. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the size of air bubbles was pearl. The customer stated that the location of bubbles was reservoir and infusion set tubing. The device will not be returned for analysis.